Manufacturer narrative:
The investigation was completed and no product return. Hematoma/access site adverse event: the cause of the injury was not determined due to insufficient clinical details. Device history review was completed and passed all the post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that upon explant of an impella cp a patient experienced a large hematoma requiring surgical cutdown for repair. The patient was in stable condition.